Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The support wire was sticking out from the tip of the coil sheath. The loop member that was originally placed inside the coil sheath had popped out of the coil sheath. The support wire formed a loop and the grip could not be closed. The manufacturing record was reviewed and found no irregularities. The reported phenomenon occurred since the support wire protruded from the coil sheath. The similar investigation results indicate that only the basket was being retracted when the control grip was being pulled. This might have caused the support wire to be protruded from the coil sheath. A likely cause of the support wire for not being able to retract into the coil sheath might be the following reasons. *the sheath near the support wire (form of a loop) was excessively angulated. *the support wire which protruded from the coil sheath was excessively angulated. However, the exact cause of the problem could not be conclusively identified. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. In the procedure to retrieve the calculus, the subject device was used. At first time use, the user was able to use the device without any problems. However, the basket could not be retracted into the sheath since the slider of the device did not move smoothly at the second time use. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On october 20, 2020, olympus medical systems corp. (Omsc) found that the center wire of the device cannot be retracted into the coil sheath.